Event description:
It was reported that the generator's battery indicator was at 25% after less than a year of being implanted. A few months later it was reported that the physician was unable to interrogate the device due to a depleted battery. The manufacturing records for the m105 device were reviewed and confirmed that the device was manufactured using the laser routing process. The records also confirmed the device passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent generator replacement. The explanted generator has not been received to date. Programming data was received for the patient's generator and reviewed. It was found that the generator battery's had been depleting more quickly than expected. A previous internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on the programming data it appears that the cause of this premature battery depletion may be related to the debris left as a result of the laser routing process.